Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered for a variation in pacing impedance and high rate non sustained episodes. It was also noted there was one time spike in pacing impedance. The r wave amplitude had diminished, there was no capture and t-wave oversensing (twos) was found. A lead dislodgement was confirmed. The lead remains in use and is scheduled for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.